Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date, the patient's infusion set's tubing detached from the connector. Moreover, the infusion had been used for two days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.